Event description:
It was reported that capture management had elevated the right ventricular (rv) lead threshold to 5 volts. Follow up with the clinic was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2007; 3830 implantable pacing lead (B)(6) 2007. (B)(4).